Manufacturer narrative:
Per 2570 combined report. Post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient was requested in order to progress with the investigation of this event, however, not all information was available and thus the investigation of this event was limited. Corin was originally notified that a patient would require a revision due to dislocation, however, it was later confirmed that the patient received a closed reduction and that a revision was no longer planned. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported dislocation could not be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient had a closed reduction due to dislocation.